Event description:
The printout of threshold test report failed and freeze the programmer.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.